Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level ranged from 80-200 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.